Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 9f sheath hole prior to a cardiac ablation procedure. Reportedly, the suture was not present when the plunger was removed. The suture of one new prostyle device was successfully pre-placed, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. It should be noted that the prostyle instructions for use (IFU), states "for arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required." In this case, the use of only one device to achieve hemostasis would not contribute to a needle to cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494, indication for use.